Event description:
The customer contacted nephron pharmaceuticals corp regarding a product complaint on (B)(4) 2013. The complainant reported that a washer fell from the ez breathe atomizer into his mouth. The pt then purchased a second ez breath atomizer from the store. While using this ez breathe atomizer, the washer fell into his mouth. The pt reported that he swallowed the washer. The customer then reported that he saw the washer in his stool during the next day. After contacting the customer, the pt reported that he did not suffer any harm or require any medical interventions at this time. Since this complaint involves two atomizers, two MDR reports will be filed citing the same pt and incident.